Manufacturer narrative:
Event date: event date was on an unreported date of more then five years. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis reported as "twelve episodes of peritonitis". The causes of peritonitis events were unknown. It was not reported if the patient was hospitalized for the events. The patient was treated with vancomycin, mepem and unspecified anti-inflammatory drug injection (doses, routes, durations and frequencies not reported). At the time of this report, the patient has recovered from the events. Pd therapy was ongoing during treatment. No additional information is available as the reporter declined follow up.